Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during hip arthroscopy, the image was blurred. Impossible to continue with the latter. The device was changed and the operation was completed. Some time was lost in the surgery to find an alternative solution.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blurry. Probable root cause: incorrectly assembled optical train damage to optical train end of life wear-out shipping damage use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during hip arthroscopy, the image was was blurred. Impossible to continue with the latter. The device was changed and the operation was completed. Some time was lost in the surgery to find an alternative solution.